Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated before calling, they recalibrated the assay, with no affect. The ccc reviewed the data provided. The ccc found the customer quality control (qc) was in at the time of the event. The ccc performed troubleshooting with the customer. The customer replaced the sample probe tip, ran qc and performed a chemwash five times, resulting within range and specifications. It was found the chemwash was not performed correctly. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on three patient samples on a dimension xpand with hm instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same samples on an dimension vista instrument, resulting lower. The alternate instrument results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.

Manufacturer narrative:
The initial MDR 2517506-2017-00426 was filed on april 21, 2017. Additional information (04/27/2017): the siemens headquarters support center (hsc) reviewed the event. From the data provided, hsc was not able to confirm a product issue. Hsc reviewed the siemens customer service engineers' service report. The cse resolved the issue by adjusting the sampler ultrasonics. No further issues were found after service. The cause of the discordant, falsely elevated cardiac troponin results is due to poor sampler ultrasonic mixing. The instrument is performing according to specifications. No further evaluation of the device is required.